Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct to treat a bile duct stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent did not deploy, and the guide catheter fell off. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent was received for analysis. Visual examination of the returned device found the guide catheter kinked and detached. The push catheter suture hole was in good condition, and the stent was still attached to it. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of guide catheter break and stent failure to deploy. The reported events of guide catheter kinked, and detached were likely due to user manipulation, and the excessive force applied to the device, limited the performance of the device and contributed to the reported event and observed problems. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment as the IFU states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The physician did not follow the steps cited in the instruction for use (IFU); therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct to treat a bile duct stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent did not deploy, and the guide catheter fell off. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.